Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, delamination was observed on the non-cavity ID end of the dialyzer located between approximately 290° to 5° with the ports positioned at 0. The fibers within the dialyzer were returned wet and were tinged pink indicating the presence of blood. A delamination was discovered on the non-cavity ID end of the dialyzer and was located between approximately 290° to 5° (with the ports situated at 0°). No other damage or irregularities were noted during the visual examination. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one nonconformance identified in the production of the lot the identified nc is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the red hansen line. The machine, a fresenius 2008t machine, did not alarm because the patient care technician noticed the leak as soon as it had occurred and blood did not reach the sensors. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.